Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad did not work, some of the buttons are not working. The event occurred during programming/setup in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10. H10: the device was received for evaluation. During functional testing, the reported problem "keypad not working" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the puncture on keypad overlay and (.) And (#4) keys were not functioning at all. The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.